Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a high-pressure alarm. The cause of the reported issue was a high-pressure alarm. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the medication had not been administered for approximately three and a half hours. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.